Event description:
Customer reportedly received results of 289 mg/dl and 122 mg/dl within 10 mins on the advantage system (meter, strip lot no. 549307, expiration date 12/31/2007). No action was taken based on device results. The customer did not provide the location the discrepant results occurred. No adverse event reported. No qcs were used. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.